Event description:
Subsequent to the initial report, a supplemental report is needed for a correction to add an h6 results code.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "pair new transmitter" message occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, a low transmitter battery which led to a transmitter failed error was found in connection with the reported allegation. The reported event of a "pair new transmitter" message is reportable based on the finding of transmitter failed error. No injury or medical intervention was reported.